Event description:
The pt reported that he was hospitalized for a few days with diabetic ketoacidosis and in a coma. His blood glucose was over 500 mg/dl. He has also experienced bg as low as 22 mg/dl, but had no exact times.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and coma. No product lot number was provided, so no qualification records were reviewed. The ominpod user guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose), "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death" it advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."